Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of approximately 81.9 months, due to mitral regurgitation. Per the operative report, "the mitral valve was exposed through sondergaard's groove. The previous suture band was excised. Valve analysis revealed some restriction of the posterior leaflet and the ring appeared to be although well healed, slightly large for the size of the valve."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information, the operative report and discharge summary was received. A device history record review is in process. Device not returned.